Event description:
Note: product reference 423833 is not sold or distributed in the united states. The u.s. Similar device is product reference 423833-01. A customer in (B)(6) notified biomérieux of a potential false positive result in association with the vidas® sars-cov-2 igm test kit (ref. 423833, lot 1008093230) when testing a patient nasopharyngeal sample. The customer stated the patient was an asymptomatic doctor who had been in contact with a sars-cov-2 positive patient. The patient sample obtained a positive result when tested with the vidas® sars-cov-2 igm test (result not reported). The customer also tested the patient sample using the beckman coulter igg test method which obtained a negative result. It should be noted it was confirmed the customer does not perform qcv testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false positive result in association with the vidas® sars-cov-2 igm test kit (ref. 423833, lot 1008093230) when testing a patient nasopharyngeal sample. The customer also tested the patient sample using the beckman coulter igg test method which obtained a negative result. An internal biomérieux investigation was performed, which included testing of the customer¿s submitted patient sample. The review of batch history records for vidas sars-cov-2 igm ref. 423833 lot 1008093230 / 210514-0 showed no anomaly during the manufacturing, control and packaging processes in link with the object of this complaint. The investigation included testing of three internal negative samples that gave respectively an index of 0.06 / 0.06 and 0.21 tv before the batch release on a retained kit of vidas sars-cov-2 igm ref. 423833 lot 1008093230 / 210514-0. (Customer's lot). The results of these internal samples were within their expected specifications with the indexes close to the ones observed before the batch release. There was no drift of the customer's lot since its release. Internal testing was performed for this patient sample on retained kits of vidas sars-cov-2 igm ref. 423833 lot 1008093230 / 210514-0 (customer's lot) and vidas sars-cov-2 igg ref. 423834 lot 1008093240 / 210510- 0: 9com: 17.38 vt / positive, 9cog: 0.02 vt / negative. The customer's positive result was reproduced with vidas sars-cov-2 igm lot 1008093230 / 210514-0. 30 samples collected before the pandemic (so expected negative ) were tested on three lots vidas sars cov-2 igm batches 1008093230 / 210514-0 (customer's lot), 1008125220 / 210605-0 and 1008206950 / 210715-0. All of them gave a negative result. The investigation team tested rheumatoid factor on biosynex polyartitre fumouze kit ref: 535600 lot: 9515. There is no agglutination, result is negative. There is no presence of rheumatoid factor. The sample was sent to an external laboratory to be tested using a competitor sars cov-2 igm method (nova-lisa sars-cov-2 igm - novatec). The customer's sample gave a negative igm interpretation using this test. For the patient's sample, an in-house western blot testing was performed (using the vidas main raw materials) for this serum, there were visible bands present against rbd antigen when revealed with conjugate anti human igm. The immunoreactivity is more important against a band of 100 kda band (rbd protein) in contrary to other positive sera; this reaction could be potentially in favor of a seroconversion. Conclusion: during the investigation, the customer's positive result on vidas® sars cov-2 igm lot 1008093230 / 210514-0 was reproduced when testing the patients' sample on the retain of lot 1008093230, but not on the natural samples collected before the pandemic. The samples collected before the pandemic gave a negative interpretation with indexes far from the positive threshold as expected. The positive result obtained is not linked to the presence of rheumatoid factor. The root cause was not identified. However, according the outcomes of the in-house western blot, the hypothesis favors a seroconversion. To confirm this hypothesis, the collection of a new sample would be required. However, the vidas sars cov-2 igm positive result could also be a nonspecific response due to interferences such as but not limited to autoimmune disorder (antinuclear antibody). These kind of cross-reactivity are described in vidas sars cov-2 igm package insert at the section ¿cross-reactivity¿. It is also noted in this package insert at section limitations of the method, the following information: interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. Results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. This assay is intended for qualitative detection only. Test value itself cannot be used to determine the quantity of sars cov 2 igm antibodies. The magnitude of the measured result above the threshold is not indicative of the total amount of antibody present in the sample. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.